Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020. The customer¿s other blood glucose were 726 mg/dl, 449 mg/dl and 507 mg/dl and 410 mg/dl. The customer was treated with intravenous drip, manual injection and insulin pump. The customer been using the insulin pump system within 48 hours of reported high blood glucose event. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.